Event description:
For almost 8 months, we have been having issues with battery failure on the plum 360 pump. Example issues: 1. Patient transport with the device shutting down with minimal warning. 2. Device alarming battery depleted, while plugged in, then shutting down. 3. Pumps having battery failures with reset service battery error. Current state: > 60 failures per week.